Manufacturer narrative:
The results of this investigation are inconclusive since no add'l info was received. The cause of the pt's symptoms remain unk. Should add'l info be received, a supplemental report will be filed.

Event description:
To summarize this event, the pt was being treated for a pulmonary avm with an amplatzer vascular plug ii. Access was gained into the pulmonary vein with a 5f guiding catheter. Throughout the procedure, the nurse and technologists were asking the pt if she felt ok and were getting a good response. About 3/4 way through the procedure, the pt fell asleep while the physician continued with the procedure. The avp ii was implanted into the area to embolize. After the device was implanted, contrast was dispersed to see the embolization was occurring, the guiding catheter and the wire of the device were then removed and the procedure was finished. While the nurses and technologists were holding pressure on the femoral vein and cleaning up, the pt was not responding to their requests to squeeze her right hand and answer any questions. At this time, the referring physician as well as the emergency room were notified to let them know that the pt was not responding. The pt was taken to CT for a neurological study to see if she had suffered a stroke. The study came up negative, and the pt was given tpa for stroke treatment. An amplatzer vascular sales representative, received a phone call from a technician at hospital about four hours post procedure and stated that the pt was now responding to treatment and was doing much better. The pt was kept overnight for observation and treatment.